Event description:
It was reported that the c-arm rotational issue of continued rotation passed the intended stop position had reoccurred. See associated medwatch, manufacturer's report # 122984-2018-00128. A field engineer was dispatched to the site and was unable to reproduce the reported issue. The c-arm default positions, crm software, and calibration data were reloaded. The system was working as intended.